Event description:
It was reported that an implant at tooth site # 36 was removed due to the implant fracture at the collar. Patient suffered from inflammation, pain and swelling. The patient will come back for implant re-placement once bone healing is completed

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D9: device availability unknown / not provided.